Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising thresholds were noted on the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the patient suffered from abdominal pain and pleural effusion. High thresholds were noted on the right ventricular (rv) lead. This lead was explanted and replaced. No further patient complications have been reported as a result of this event.